Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection and interrogation was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-33963, related manufacturer reference number: 2017865-2021-33964. It was reported that the patient presented with infection on their pacemaker system. Therefore, the entire pacemaker system, including the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead, was explanted and replaced on (B)(6) 2021. The patient was in stable condition.